Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error alarm, failed battery test and battery out limit from the insulin pump. The customer's blood glucose reading was around 170 mg/dl. The customer stated that he was doing a blood test for sensor when motor error occurred during basal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer did not report a motor position encoder error. The customer stated that there was a failed battery test alarm during the initial troubleshooting during time of call. The customer was assisted with clearing battery out limit as pump was without battery greater than 10 minutes. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms, unexpected no delivery alarms or displacement anomalies were noted. The motor was tested outside of the device and it passed. The pump was monitored and no unexpected battery out limit or failed battery test alarms occurred during testing. No cosmetic damage was noted during physical inspection.